Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper case is broken, ring cover is contaminated, and the ring is bent. (B)(4).

Event description:
It was reported the bottom screen is not working. The device was returned for repair. There was no patient involvement indicated.